Event description:
It was reported that the vlift inside shaft broke intra-operatively. Surgery was successfully completed with a 15 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The knob is confirmed to be fractured off the shaft of the inserter. Marks on the knob indicate that excessive force may have been used on the device. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Vlift instructions for use: for instruments designed for reuse - the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. The most likely root cause of the reported event is fatigue, which was likely a combination of reverse bending and rotational bending as well as device age.

Event description:
It was reported that the vlift inside shaft broke intra-operatively. Surgery was successfully completed with a 15 minute delay. No adverse consequences or medical intervention were reported.